Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon monorail was selected for use, however the cover was very tight, and the user was unable to remove it. When attempting to pull the cover off, the shaft became elongated. Due to this damage, a new device was taken. A 15mmx3.50mm wolverine coronary cutting balloon was selected. Again, difficulties were encountered when attempting to remove the cover. The device was advanced to the coronary artery. When trying to inflate the balloon, it burst at 6 atm. The 15mmx3.50mm wolverine coronary cutting balloon was removed and a 10mmx3.25mm non-boston scientific cutting balloon was utilized to complete the procedure. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
E1: (B)(6).